Manufacturer narrative:
Omit: other occupation, report source other, b17 - device not returned, c20 - no findings available. Correction: initial reporter occupation, report source. Additional information: initial reporter phone #, device eval by manufacturer? Imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the pump module not powering on was confirmed and replicated during laboratory testing. It was detected that capacitor c46 (33 micro f/20v) of the motor controller board on the suspect pump module was damaged. A review of the suspect pump module error log showed no error or malfunctions relevant to the customer¿s complaint. On (B)(6) 2025 it was attached to pcu s/n (B)(6) and powered on at 5:50 am. On (B)(6) 2025 at 9:43 am, channel was selected and programmed an infusion with a rate of 1ml/h and a volume to be infused (vtbi) of 739.488ml, the infusion was started. No more infusions were recorded on this date. Laboratory testing was performed by attaching the suspect pump module to a dchu test pcu using the left and right iui connectors, but the device did not power on from either side. The suspect pump module was opened for inspection and the fuse (f1750ma) on the motor control board was measured using a digital multimeter in continuity test setting and found to have an open circuit. To trace the low impedance node that led the fuse f1 to open, resistance was measured in adjacent nodes of the fuse f1; a short circuit was detected between the +8v and gnd nodes of the motor controller board of the suspect pump module. When impedance was measured it recorded a low and decreasing value. This caused a shorting of +8v and gnd which led fuse f1 to open. After removal of capacitor c46 and replacement of fuse f1, the low impedance measurement from +8v to gnd was fixed, and the pump module was able to power on. The pump module was attached to dchu test pcu, the device powered on without errors or malfunctions observed. Device was programmed to infuse for over 12 hours and completed without issues. The source device was still powered on at the end of the infusion and ready to be reprogrammed for additional infusions. The alaris user manual v12.1.3 states that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Check all visible surfaces and moving parts on the devices. If you observe damage of any kind or find the device does not function as expected, return it to biomedical engineering for repair. This issue was escalated to the bd integrated supply chain team on 19sep2025 for further root cause analysis. During internal inspection, flux residue was observed on components of motor control board, but it could not be confirmed to be related to the reported issue. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Please replace faulty motor control board. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the cost associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue of pump module had no power when connected to pcu is attributed to a defective capacitor c46 on the motor controller board which caused the fuse to open. This issue was escalated to the bd integrated supply chain team on 19sept2025 for further root cause analysis. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device would not power on. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device would not power on. There was no information on patient involvement.